Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the caller needed an MRI but c-3 was showing 5000 ohms but other impedances were fine. Caller had notes from the physician that monopolar and bipolar pairs were high so contact 3 had an issue and patient wasn't suing that contact. Caller stated that the issue was first seen in (B)(6) 2017. Technical services reviewed impedance labeling for MRI and that they could not recommend MRI but physician was encouraged to look at other factors in conjunction with impedance measurements. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedances was not determined. The rep. Reported back to the programming ¿nl¿ to address the issue and an MRI was ordered by another physician. Due to the issue the ¿nl¿ programmed around the contacts.